Manufacturer narrative:
(B)(4). The data set, device logs and syringe module have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation is completed.

Event description:
The customer reported an over infusion of lipids in the nicu. A 60 ml syringe containing 52 ml lipids was installed at around 4 pm on (B)(6) 2014 to "infuse all" at the rate of about 2.2 ml/hr and was expected to last about 24 hours. The syringe was discovered to be empty at around 5 am on (B)(6) 2014. Triglyceride level was drawn and the level was reported to be high (specific level not provided). Other than the elevated triglycerides, the pt had no adverse effect and is currently doing well. Although requested, no further pt or event info was provided.